Event description:
A (B)(6) distributor returned a german pt's monitor for an unrelated issue. While evaluating the monitor, a reportable problem was discovered. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, there was a broken lead on high-voltage capacitor c19 on the defibrillator board. The root cause for the broken lead on c19 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began 01/21/2013. Results will be monitored. No adverse event resulted from the broken lead on c19. The pt received a replacement monitor.